Manufacturer narrative:
The hemopro device was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined that the majority of the inner part of the silicone boot on the cold jaw was dislocated from its original location. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the tip of the hemopro device detached at the beginning of the case. The tip was removed from the pt's leg through the original incision with the device. A replacement device was used to complete the procedure. The hospital did not report any add'l pt effects.